Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the manifold and convenience kit product families and the failure mode "loose foreign matter in fluid path. " no adverse trends were indicated. Based on the attached picture and sample supplied from the customer, the reported complaint of "loose foreign matter in fluid path" is deemed confirmed. The loose foreign matter noted was greater than the allowable specification. Product/packages are 100% visualized for this type of non-conformance per the applicable packaging, sealing and final boxing procedures and an aql visual inspection of primary packages is performed. The employees who packaged the lot in question did not identify the non-conforming unit during their inspection. While this is considered to have been an isolated incident, in an effort to heighten awareness of the performance of our products in the field, recent complaints have been reviewed in a weekly meeting with the entire department. All employees associated with the issue have been retrained on the applicable packaging and inspection procedures. (B)(4).

Event description:
As reported by angiodyanamics' distributor in (B)(4), foreign matter was visualized within the female luer of a manifold inside a convenience kit. The foreign matter was determined to be within the fluid path should the device be used. It was found during inspection at the warehouse in (B)(4) and was not provided to an end user. The device has been returned to angiodynamics.